Event description:
Spontaneous call from member called into speak with rph about incident with humira pen. Member stated the needle came out before injecting. Patient's dose was due sunday. Patient advised to contact abbvie for replacement. Unknown if patient still has defective product on hand, had any adverse reactions or missed dose. No further information. Reported to (B)(6) by pt/caregiver.